Manufacturer narrative:
Additional information received from customer and was provided on 2023-02-14, that the leak from the solution pack occurred before installation. The user mentioned that it looked like the calibration liquid. The complaint was reassessed due to the additional information received on 2023-02-14, and the event is no longer considered reportable.

Event description:
According to the complaint, on (B)(6) 2022, when the user was using the abl90 flex analyzer, it was discovered that the abl90 flex solution pack (lot number: na18) was found to be leaking. No harm to the user or patient was reported by the customer.